Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and te 50 was resolved by installing a new motor controller. Completed pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was discovered by a getinge field service engineer (gfse) during preventive maintenance that the cs300 intra-aortic balloon pump (iabp) had a te 50 alarm. There was no patient involved when it was discovered.